Manufacturer narrative:
Patient weight is not available for reporting. Date of event is unknown. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Implant procedure was done approximately ten (10) months ago for (B)(6) 2017. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that approximately ten (10) months ago, patient underwent a repair of a right hip fracture. Patient was implanted with a tfn proximal femoral nailing system (tfn); 170 mm titanium cannulated trochanteric fixation nail, 11.0 mm helical blade and a locking screw. On (B)(6) 2017, patient underwent revision surgery due to a fall in which she fractured her femur below the tfna. All hardware was removed intact and patient was converted to a long tfna with no delay in surgery. Patient outcome was reported as stable. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).